Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B) (6)2009 that a customer had an issue with a dental needle. The customer states that he was recapping the needle, the needle went through the cap and he was stuck with a dirty needle.